Manufacturer narrative:
(B)(4). The customer returned one opened cvc kit containing an arrow raulerson syringe (ars), introducer needle, 1-lumen catheter, and spring wire guide assembly for evaluation. No signs of use were present on any of the components. Visual examination of the ars and other components did not reveal any anomalies or defects. The syringe was able to successfully draw and aspirate water with and without the returned introducer needle attached (per (B)(4)). The module requirement document for raulerson syringes ((B)(4)) was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso 7886-1: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars syringe in order to verify that the internal valves within the plunger body were intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and snapped back into a position = 1cc from the starting position. Therefore, the internal valves of the ars are functioning as intended. A device history record review was performed, and one relevant finding was identified. A non-conformance was initiated for batch: 71c21a1218 for the issue of ars leak in use/initial insert. The sample returned for this complaint passed the functional testing that was performed to confirm the non-conformance. The issue of the ars leaking was not able to be confirmed by functional testing of the returned sample. The returned syringe was able to draw and aspirate water through the returned introducer needle with no issues. The syringe was also able to pass the vacuum test, indicating the valves of the syringe are functioning as intended. Based on the sample received, no problem was found on the device. Teleflex will continue to monitor and trend reports of this nature. Corrected data: section h.6.- health effect impact code corrected to 2199. Section h.6.- health effect clinical code corrected to 4582.

Event description:
Complaint received initially reported the arrow rauelrson syringe (ars) was found leaking prior to use. Additional information received 09nov2022 that the issue was detected during use.

Event description:
Complaint received initally reported the arrow rauelrson syringe (ars) was found leaking prior to use. Additional information received (B)(6) 2022 that the issue was detected during use.

Manufacturer narrative:
(B)(4).